Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a pin on the battery pca was damaged. There was no patient involvement.